Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) and set-up joint (suj) to resolve the issue. The system was verified and ready to use. The suj unit was returned for failure analysis with a reported problem, but the issue was not confirmed nor replicated. In logs, errors 23118 and 23138 were found indicating motor encoder faults on the usm, not the suj distal in question. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system performed as expected. The unit was also installed onto a patient side cart fixture test platform (pftp) where I passed all relevant tests with no log errors. Additionally, the usm was returned for failure analysis, and the reported error was confirmed but not replicated. In logs, the 23118 error was found indicating arm 2 usm axis 1: motor encoder incremental track has slipped on the usm, confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw motor module was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw motor module assembly was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered multiple error 23118 events on arm2. Tse reviewed the system logs and confirmed the fault occurrence. The customer continued and completed the procedure as planned. No known impact or patient consequence was reported.